Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following implant procedure. The patient was hospitalized and was given IV antibiotics. The scs system was explanted. Follow up report indicated that the patient will be transferred to a rehabilitation facility for continued care.